Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2018. Ldh, plasma free hemoglobin, and hematuria were suggestive of pump thrombosis, which led to worsening patient condition: acute respiratory failure, intubation, ventricular tachycardia, hemodynamic compromise, aggressive vasopressor support, metabolic and respiratory acidosis, and right ventricular failure. It was believed that thrombosis contributed to patient¿s cause of death. Device was not returned for evaluation as no autopsy was performed. The heartmate ii lvas IFU lists device thrombosis, bleeding, cardiac arrhythmia and several types of organ failure (heart, respiratory) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired. Ldh, plasma free hgb, and hematuria suggestive of pump thrombosis, led to worsening patient condition, acute respiratory failure, intubation, ventricular tachycardia, hemodynamic compromise, aggressive vasopressor support, metabolic and respiratory acidosis, and right ventricular failure. It is believed that thrombosis contributed to patient¿s cause of death. Device will not be returned for evaluation. No autopsy will be performed.